Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. Additional information will be provided if available.

Event description:
The customer reported dirt on the lenses and the lens cap involving an olympus colonovideoscope. The customer stated that the lenses and lens cap were cleaned. There was no reports of patient harm.